Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) called the customer and left a voicemail due to no response. The customer was advised to coordinate with their pyxis administrator to assign the appropriate roles for the cumming facility. As there was no further response or update from the customer, the case was closed. No further information was available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to issue medication and displayed an error message as "no access". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.